Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was peeling at the ok button and the contrast button was intermittently responsive. The up arrow, down arrow, and ok buttons responded properly. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the complaint, the pump booted to the verify screen with a dim and discolored contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, the buttons were sticking intermittently and the keypad cover was peeling. Patient stated that there was no trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.